Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Contact did not provide further information.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified.